Event description:
The patient underwent a laminectomy in 2002. The drain became blocked and a hematoma formed within two hours of the surgery. The patient's legs went numb. The patient was taken back to theater for evacuation of the hematoma. Patient has recovered.